Event description:
The patient has failed four voiding trails and remains catheterized. Pt returned to the physician's office for a voiding trial in 06/2004. Pt no longer has the catheter in place and now voiding spontaneously with low post void residuals. Physician characterized the pt as anxious and is having detruser hyperactivity. Due to their detruser hyperactivity pt is having spontaneous leakage.